Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 250-270 mg/dl range.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged minimum fill notification issue could not be verified.